Event description:
This report is for patient 2 of 2. Health professional reports: on (B) (6) 2009. Hemochron signature plus system inr result 3.4 unspecified lab system inr result 1.9. On (B) (6) 2009. Hemochron signature plus system inr result 2.2 unspecified lab system inr result 1.4. Patient therapeutic range not provided. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Device is not being returned to manufacturer from end user. Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed.